Manufacturer narrative:
Philips service replaced pdu mains interface module and a set of fuses, tightened power connectors, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro was not working due to an miu phase fault on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.